Event description:
A healthcare professional reported that two unintended arcuate incisions were made due to incorrect parameters left in laser when engineer updated settings. Surgeon stated sutures were required to close incisions. Additional info was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).